Event description:
During an ercp procedure for common bile duct stones, the provider was unable to get the dreamtome rx device to operate appropriately and had difficulty moving the device within the endoscope. Two devices were opened and both had difficulty, a third device was opened to complete the case successfully. There was no negative impact to the patient as a result of the failure. Rn working with the provider questioned that provider error may have contributed to the failure of these devices. The provider wanted devices returned to the manufacturer for evaluation. Manufacturer received returned product and has requested additional information which was provided to them.